Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report that there was a 911 call due to the customer's blood glucose levels. Customer's blood glucose levels at the time of 911 call was below 20 mg/dl. Customer's wife stated that the customer's blood glucose levels ran low in the middle of the night and he stated having seizures. Customer's wife stated that the insulin pump never alerted them of the low event. Customer's wife also stated that the pump did not shut off. However, it was discovered that the customer was not wearing the sensor glucose monitor. Customer's wife also mentioned that the customer experienced high blood glucose levels as well. Customer's blood glucose levels at the time of the event was 500+ mg/dl. Customer was treated by emergency medical technicians (emt). It was not reported whether the insulin pump underwent troubleshooting. Product is not being returned or replaced.